Event description:
It was reported that during docking for a rectal removal procedure, with a patient present in the operating room, there was a problem with the movement of the arm cart assembly (B)(6) an 'arm error' message occurred during roll-in. The arm was restarted twice but the calibration did not pass. The error was considered non-recoverable. The problem was resolved by replacing the arm with spare arm. The spare arm was connected, re-draped and recovered. Took around ten minutes to resolve the issue. There was no reported patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c, annex d and annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that the issue was due to previous operation, and a contact defect occurred inside the arm. The instrument drive unit (idu) and its drive unit (z-slide) were reconnected and retightened at the specified torque to resolve the issue. Evaluation of the device data indicates that the position button was pressed and released in rapid succession. This resulted in the setup arm joint 4 (saj4) brake current going too high and triggering a non-recoverable and calibration error on the arm. Error code ¿subsystem robot assembly (sra) validation - ra sa (robotic arm setup arm) redundant controller state check - surgery mode¿ was observed. This gives an error message which reads: danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during docking, with a patient present in the operating room, there was a problem with the movement of the arm cart assembly. An 'arm error' message occurred during roll-in. The arm was restarted twice but the calibration did not pass. The error was considered non-recoverable. The problem was resolved by replacing the arm with spare arm. The spare arm was connected, re-draped and recovered. There was no reported patient injury.